Event description:
A 16fr chest tube was inserted for treatment of pneumothorax. Twelve hours later pt developed tension pneumothorax and sub emphysema, with unresolved pneumothorax. Physician felt tubing too soft and easily occluded by positioning/taping. Tube removed and replaced by a different kind of tube with resolution of pt symptoms and re-expansion of the lung.